Manufacturer narrative:
Additional information has been received confirming the loose control panel was discovered while the system was stationary, and the solenoid replaced to repair the system was discarded prior to evaluation. Since the failed part was inadvertently scrapped prior to evaluation, no additional failure analysis can be performed. The failed part was inadvertently scrapped prior to evaluation.

Event description:
The customer reported the swivel mechanism of their epiq 5g ultrasound system¿s control panel would not lock into position. A philips field service engineer repaired the control panel swivel to resolve this issue. However, it could not be determined if the issue was identified while the system was stationary or in transit. The event occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
Additional information regarding the status of the ultrasound system when the issue was discovered will be included in a follow up report. The system was repaired onsite and returned to service.

Event description:
The customer reported the swivel mechanism of their epiq 5g ultrasound system¿s control panel would not lock into position. A philips field service engineer repaired the control panel swivel to resolve this issue. However, it could not be determined if the issue was identified while the system was stationary or in transit. The event occurred outside of clinical use and no patient or user was harmed as a result of the issue.